Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up, the device could not be interrogated and there was no output, telemetry or magnet response.